Event description:
Patient is consulting the surgeon for possible infection. Cultures will be requested to confirm the presence of an infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Additional relevant information could not be obtained.

Event description:
The patient was seen by the surgeon as the patient's generator site became swollen and red. This had resolved after 3 days with no antibiotics taken by the patient. The doctor believed it was some residual swelling around the generator. During the visit, the doctor noted puffiness over the top of the generator, possibly some fluid in the pocket around the generator and stated that there is no erythema present but the site was a slight pinkish. There was no tenderness. The doctor was concerned with the fact that the patient may have a sub acute infection of the vns generator pocket and so prescribed clindamycin 300 mg 3 times a day and discussed the possibility of possibly aspirating the fluid in the pocket of the generator. No additional relevant information has been obtained to date.